Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited dry white residues inside the control body (ad), white residue inside the channel, and debris inside the light guide lens. There was no patient involvement.